Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot: 190-000 / lot: m146047 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number :190-430 / lot: m146047. Test base part number: 190-000 / lot: m146047. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot: m146047 showed that the complaint (B)(4). In conclusion, aabbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. Review of complaints against the kit lot for the reported issue indicates product performance is as expected and have not identified a product deficiency.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a nasopharyngeal swab and generated a positive result. The customer reported that pcr onfirmation testing was performed (B)(6) 2021 on a throat swab and nasopharyngeal sample from the same nostril, when swabbed for the ID now or a sample was collected from the ID now to pcr around less than 30 minutes.a negative result was obtained from the pcr testing. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to report to the facility addresses that is missing from the initial report. (B)(6).